Event description:
It was reported that electromagnetic interference (emi) and myopotentials resulting in oversensing were observed on the device. Abbott technical support recommended reprogramming and performing provocative testing, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.